Event description:
During servicing a philips field service engineer found that the device locked up.

Manufacturer narrative:
(B)(4). A phillips field service engineer evaluated the device. The problem was traced to a poorly seated cable. A philips field service engineer evaluated the device. The problem was traced to a poorly seated cable. The cable was reseated to resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction that caused a lockup condition when running the operational check test, caused by a loose cable.